Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose, no delivery alarm and motor error. Blood glucose was 500 mg/dl. Customer reported that she got a no delivery and motor error. Customer reported that they are unable to troubleshoot at time. Customer reported that alarm did not occur during manual prime. Customer is not able to troubleshoot. The insulin pump will not be returned for analysis.